Event description:
We had one device from al-maha center in al wakrah, which the end-user complained that the device switched to ambient mode suddenly. The incident happened today at 7:40 am as you can see in the logs. The end user explained that the device was connected to a pediatric patient while on the neonatal mode of operation while this happens.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(4) to (B)(4), 2022 at the ems and bonaduz sites. The issue in (B)(4) is deemed a reportable event since the malfunction 'termination of the breath monitoring process' which logs different tfs and switches to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device was a software issue that sent the device into ambient state after 65535 autozero-runs. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint (B)(4) was submitted to hamilton medical ag more than 8 months ago, no attempts will be performed to obtain additional information. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in (B)(4) as it will be deemed a reportable event.